Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced undersensing and fractured insulation. In addition, the right atrial (ra) lead exhibited a small insulation fracture approximately 3-5 centimeters distal to the lead connector. The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. The analyst noted the lead was returned with severe explant damage. An in-vivo insulation breach was not observed. The r-waves were stable and measured approximately 6-8 millivolts. Then the r-waves decreased and were variable until the r-waves measurements were all less then 2 millivolts.